Event description:
Reporter indicated a vns pt had high lead impedance with systems diagnostics testing. The vns was disabled. Vns revision surgery appears likely, but has not been scheduled to date. Attempts for further info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.